Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. Aortic neck was about 24 mm in diameter and 16 mm long with minimal angulation. Iliacs had unremarkable tortuosity and calcification. The patient had unrelated pre-existing renal stenosis. After the endurant bifurcated stent graft was deployed and ballooned, a type IV endoleak, described as a quick blush, was seen just above the flow divider on the final angio. The physician also performed an ultrasound, which confirmed a blush. No intervention for the reported blush was performed. A renal stent was then placed for the renal stenosis, and then after about 10 minutes had passed since the time the endoleak was first seen, another angiogram confirmed that the blush had self-resolved. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (unknown cause of endoleak). Evaluation, conclusion: (B)(4) (unknown cause of endoleak).